Event description:
It was reported to philips that the system did not boot-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that the ethernet switch was having an issue. To resolve the reported issue, the fse replaced the ethernet switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.